Event description:
During cardiac surgery a pressure infusor was used in conjunction with pressure transducers. Following surgery the patient was transported to the critical care. Early the next morning the patient was up in a chair at the bedside. At some point the pressure infusor bag fell to the floor behind the chair and was not noticed. It is believed that air then entered the arterial line possibly causing air embolism. A follow up CT scan and ultrasound were not conclusive. No autopsy was performed. Staff believes that the infusor bag lying on the floor allowed enough air to enter the line to cause this event.

Event description:
During cardiac surgery a pressure infusor was used in conjunction with pressure transducers. Following surgery the patient was transported to the critical care. Early the next morning the patient was up in a chair at the bedside. At some point the pressure infusor bag fell to the floor behind the chair and was not noticed. It is believed that air then entered the arterial line possibly causing air embolism. A follow up CT scan and ultrasound were not conclusive. No autopsy was performed. Staff believes that the infusor bag lying on the floor allowed enough air to enter the line to cause this event.